Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, but due to the patient's anatomy (iris), the surgeon was unable to position the lens in the eye. The incision was enlarged to remove the lens and another three-piece lens was implanted.

Manufacturer narrative:
Other - no lens malfunction, labeled. Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a patient related issue. It should be noted that the injector and cartridge were not returned for evaluation.